Event description:
The customer reported the system had a communication failed error message and would not boot up. This resulted in a loss of imaging functionality. There was no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the lemo connector was repaired during the service call. The system was tested and found to be working as intended and returned to service.